Event description:
The pt was revised because of loosening. There was no bonding between cement and the tray.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to identify the manufacturer of the referenced cement was not provided. A search of the complaint database did not reveal any other reports against the tibial component manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening; however, provided info suggests the unidentified cement did not bond and may be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.